Event description:
Baxter was notified of a pt who experienced a febrile reaction, during a platelet transfusion. The other platelet unit from the same donation was still at the center, and had not been transfused. Baxter was notified that this pt expired the next day. The collection facility is not releasing any further pt info at this time.